Manufacturer narrative:
Additional issues were found during the device evaluation. The bending section cover adhesive was detached. Due to wear of the angle wire, the bending angle in the up/down/left direction and the play of up/down/right/left knob did not meet the standard value. The plastic cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, the inside of the light guide lens on the evis exera ii duodenovideoscope was dirty. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the inside of the light guide lens was dirty. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, e1, e2, and e3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event foreign material entered from slight gap around the light guide lens allowing dirt to ingress. However, the cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.